Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 600 mg/dl. It was reported that the customer was attempting to deliver a bolus, and the insulin pump alarmed no delivery. Troubleshooting was performed, and the insulin pump was programmed correctly. Found multiple no delivery alarms in the alarm history. The insulin pump alarmed no delivery during the prime test. The customer did not have another infusion set to continue troubleshooting. The customer was not comfortable with the insulin pump, and requested a replacement. Nothing further was reported.